Event description:
Same as manufacturing number 6000093-2004-01309. It was reported that 10 days after a coronary drug eluting stenting treatment procedure, the pt developed a subacute thrombosis. The physician implanted a taxus express2 3.5 x 16 mm drug eluting stent into the proximal left anterior descending (lad) artery and a taxus express2 3.0 x 20 mm stent into the mid-lad. It was noted there was a gap between the two stents. The pt was on both plavix and aspirin following the procedure. The pt returned with symptoms of a subacute thrombosis including angina. The physician ballooned the existing stents preceded by angiojet. The physician then placed a taxus express2 3.0 x 28 mm stent to cover the previously uncovered area and a taxus express2 2.5 x 20 mm stent distal to the lesion. There were no other pt complications and the pt is reported to be doing well.